Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to suspected inappropriate tachy therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The episodes in question were too old (>72 hours) for consult egm review, however tachy therapy delivered was listed via the arrhythmia logbook. A november 12 episode received anti-tachycardia pacing (atp) and 1 shock, and another from the same day received atp only. An episode from september 12 received atp and 1 shock, and another episode from the same day received atp only. Review of more recent egms showed the rhythm started out correlated, later became uncorrelated, and then the rhythm became correlated post-atp with some uncorrelated. Ts reviewed that it was up to the physician to determine whether the therapy was appropriate, however there was clearly two different morphologies observed in the stored episodes and the device operated as programmed. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.